Manufacturer narrative:
Result of investigation: the customer's statement "the scope had cloudy and cracked lens" cannot be confirmed. The imaging is clear, sharp and distinct. During the examination, no damaged/broken rod lenses could be detected. There are dirt particles in the rod lens system, which may have been caused by production fault. The distal end is undamaged and fully intact without any damages. The detected dirt particles have no influence on the imaging performance. The detected dirt particles caused by a production error/manufacturing defect. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).. Cross reference: complaint ID: (b)(4.

Event description:
It has been reported the scope had cloudy and cracked lens. No harm to patient, user or third reported. Cross reference MDR: 9610617-2025-00385 9610617-2025-00386 9610617-2025-00387 9610617-2025-00388. 9610617-2025-00384.